Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there were high lead thresholds and a possible lead fracture. The lead was cut, capped and replaced. No patient complications have been reported as a result of this event.